Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (B)(6) 2020. The patient reported that the cause of the implant feeling like it is on fire was not determined. The manufacturer representative (rep) tried to make changes to the device and it did not work. The patient met with the rep (B)(6) 2020, (B)(6) 2020, (B)(6) 2002, and (B)(6) 2020. The issue has not been resolved and the patient still has vibration and fire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported her device has not been working for 3 weeks. Implantable neurostimulator (ins) is not helping her pain down her back. One side is working and one is not, and now neither side is working no matter how far she turns the stim. She turned stim up so high that her whole body is shaking. Patient services suggested to patient to turn stim down until it is reprogrammed. Patient met with a manufacturer representative, it did not resolve it. Patient was at the hcp office at the time of the call. Additional information was received from a manufacturer representative regarding the patient. It was reported that there were no device issues or malfunctions suspected. An impedance check showed impedances within normal limits. There were no issues charging. The cause of the implantable neurostimulator not working was not determined. The manufacturer representative is continuing to work with the patient to reprogram and get proper pain relief. The issue has not yet been resolved. Additional information was reported that the patient has an upcoming appointment, and they would like a manufacturer representative (rep) to be there. The caller said the patient still has problems with the ins. The caller noted that they are still having problems with the ins when it is off. It feels like it is on fire and the when the vibration (stimulation) is on it is to ben on 9.3 for pain. The caller stated the issues started in (B)(6) 2020. The first visit with the rep was on (B)(6).